Manufacturer narrative:
Per tandem user guide, ¿never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested the customer to perform the load fill tubing sequence multiples times during the load sequence. Reportedly, the customer was re-using the cartridge due to a lack of supplies. Tandem technical support education the customer in the cartridge labeling guidelines. Customer acknowledged and understood. Customer's blood glucose was 92 mg/dl.